Manufacturer narrative:
Tracking #.50241 ees #.981649-1/j. Date sent: 10/8/98. Endopath dilating tip trocar: based on the visual and functional testing examination, instrument a functioned as intended. The reported incident could not be repeated and no conclusion could be reached as to how the reported event occurred.

Event description:
It was reported during a diagnostic laparoscopy the doctor tried to use a 355s. After depressing the arming button the shield would not retract. Two 355ld's were obtained with the same problem. The doctor obtained a second 355s which worked and the case was completed. There was no consequence to the patient.